Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial number or cartridge serial numbers were not provided.

Event description:
Customer received a false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer states they tested negative on an unknown date with non-cue covid-19 tests (brand/manufacturer and frequency not provided).